Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 6 infusion sets cannula kinked events on 20-apr-2024, 26-may-2024, 04-june-2024, 10-june-2024 and 16-june-2024. The patient noticed symptoms three hours of insertion.the infusion sets has been used for a few hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1921328 - MDR 3003442380-2024-16736 - device 1 of 6.